Manufacturer narrative:
Customer is a physician with device for his personal use.

Event description:
Patient reports he tested 1.4 inr on the coaguchek s system and 1.9 inr on a comparison lab. No treatment based on device results. No adverse event reported. Requested return of suspect system and replacement sent.